Event description:
Zoll monitors have an issue with the displayed rhythm. Multiple times it shows asystole when in review on the "zoll file" its v-fib that could have been shocked. Diagnosis for use: cardiac rhythm.